Manufacturer narrative:
The reported event of insulation abrasion was confirmed in the laboratory. A partial lead with the distal tip measuring 53.9 cm was returned for analysis. Internal insulation abrasion was noted at 8.9-9.1 cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that during the system explant procedure due to device erosion, externalization of the rv lead was observed. The lead was explanted. The patient was stable.